Manufacturer narrative:
(B)(4). The 2.5 x 28 mm promus is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported angina, ischemia, myocardial infarction and stenosis are listed in the promus instructions for use as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2010, due to unstable angina, the patient underwent a stenting procedure in the left main, proximal circumflex and first obtuse marginal. Two promus stents were placed without difficulty; a 2.5 x 28 mm promus in the first obtuse marginal and a 3.5 x 18 mm promus in the left main and proximal circumflex arteries. An additional non-abbott drug-eluting stent was placed in the proximal right coronary artery. The patient was discharged to home on medications. On (B)(6) 2011, the patient presented to the emergency department with acute chest pain described as "crushing" and ischemic symptoms and an acute myocardial infarction was diagnosed. Angiography and echocardiography were performed. The right coronary artery was noted to have severe ostial stenosis and severe mid in-stent restenosis, left main coronary artery had 50% diffuse stenosis, first obtuse marginal had 90% osteal stenosis, 2nd obtuse marginal had 90% ostial stenosis and left posterior descending artery had 85% stenosis. The patient underwent a coronary artery bypass graft x 2 and was discharged to home on (B)(6) 2011. Additional information states that the coronary arteries were diffusely diseased and small, and long-term patency of the bypass graft is uncertain. No additional information was provided.